Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: the customer dropped the control solution into the test strip slot of the meter.

Event description:
Customer called in for training on running a blood test as she had not used the meter before. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 216 mg/dl using truemetrix meter. Customer stated she was comfortable with the result. During the call, the customer performed a control test. The customer had dropped the control solution into the test strip slot of the meter. The control test produced a result of lo. The customer's expected fasting blood glucose test result range is 180 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 216mg/dl (B)(6) 2017 08:47 am fasting:yes. A lo (B)(6) 2017 09:05 am control test. Memory concerns:customer is concerned with control test lo.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue test strip (B)(4). Note: the customer dropped the control solution into the test strip slot of the meter.

Event description:
Customer called in for training on running a blood test as she had not used the meter before. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 216 mg/dl using truemetrix meter. Customer stated she was comfortable with the result. During the call, the customer performed a control test. The customer had dropped the control solution into the test strip slot of the meter. The control test produced a result of lo. The customer's expected fasting blood glucose test result range is 180 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 1:216 mg/dl (B)(6) 2017 08:47 am fasting: yes. 2:lo (B)(6) 2017 09:05 am control test. Memory concerns:customer is concerned with control test lo.